Event description:
Patient presented with depleting battery at 11-25% ifi (intensified follow-up indicator)=no. Patient experienced an increase in seizures and underwent generator replacement captured in MFR. Report #1644487-2019-01808. The explanted generator was received by product analysis and product analysis was completed. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was verified in the product analysis lab. A visual assessment on the pcba, performed at the product analysis test bench, showed contaminates on the trimmed edge of the pcba (tab removed). No other visual anomalies were identified. The contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. There were no other performance of any other type of adverse events found with the pulse generator. The pcba supply current conditions found during product analysis resulting in premature battery depletion is captured and reported in this report MFR. Report # 1644487-2019-02049. The device history record of the generator was reviewed, and it was confirmed that the device was laser-routed during the manufacturing process. Internal investigation showed that the observed premature battery life indicators were predominately caused by conductive debris from the laser-routing process resulting in leakage paths. No other relevant information has been received to date.